Event description:
Status post-liver transplant pt returned for tube change as scheduled. It was noted that two 14 french biliary catheters had distal portions broken off and already in the small bowel. It was determined that peristalsis would move retained fragments through bowel. This is the third event for this pt. Note: this is the 10th such occurrence for this device failure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).